Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has psoriasis and the lifevest exacerbated the condition. Patient described the area as red, itchy, and weeping. Patient reports a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician provided a treatment for the skin irritation. Outcome of the irritation is unknown.